Event description:
In this event, it was reported that a pt experienced paresthesia after placement of a xive implant. The implant was removed approx 1 week later. The symptoms were still present approx six months after removal of the implant.

Manufacturer narrative:
While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required and because the symptoms persisted after removal, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification.